Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, pressure transducer test and the safety valve test during pre-use check and also alarmed for communication error. Our field service engineer investigated the ventilator on site. The only information provided was that the pneumatic back-plane and the monitoring printed circuits boards were used for testing purposes. The device logs were not provided and no further issues have been reported after the reported event. The root cause to the reported issue could not be determined by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).